Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly, the lead was not used. No additional information was available.

Event description:
New information states that the patient experienced no adverse consequences and was asymptomatic prior, during and after the procedure.